Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reoccurs.